Manufacturer narrative:
(B)(4). Batch # unk. Lot number could not be confirmed: j4a734 or l91m74. The lot history records were reviewed and the manufacturing criteria were met prior to the release of these lots.

Event description:
It was reported that during a partial gastrectomy procedure, the gun was given to the scrub nurse, and the cartridge was loaded. The gun was passed to the surgeon with the jaws closed. The surgeon then inserted the gun through the trocar. Tried to open the jaws of the gun and could not. The gun was withdrawn and could not open the jaw. Troubleshooting steps included firing cartridge, reversing knife blade. Jaws still would not open. A like device was used to proceed with the procedure. There was a delay of ten minutes. There were no adverse consequences for the patient reported. The device was discarded.